Manufacturer narrative:
The device was received by resmed and an evaluation was performed. The reported failure could not be reproduced during evaluation. The device was serviced, cleaned, calibrated and tested before it was returned to the customer. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device powered down unexpectedly when disconnected from ac power supply. There was no harm or serious injury reported as a result of the event.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed total power failure alarms. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to an intermittent signal between the battery and main circuit board. Resmed¿s risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device powered down unexpectedly when disconnected from ac power supply. There was no harm or serious injury reported as a result of the event.